Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("repeated urinary tract infections"), paraesthesia ("tingling"), erythema ("red patch on the nose"), hypoaesthesia ("numbness in the upper limbs") and muscle spasms ("spasm on the right side after sex"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, urinary tract infection, paraesthesia, erythema, hypoaesthesia and muscle spasms outcome was unknown. The reporter provided no causality assessment for erythema, hypoaesthesia, muscle spasms, paraesthesia, pelvic pain and urinary tract infection with essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2020: updated quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number:(B)(4)) on (B)(6) 2020. The most recent information was received on 26-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("repeated urinary tract infections"), paraesthesia ("tingling"), erythema ("red patch on the nose"), hypoaesthesia ("numbness in the upper limbs") and muscle spasms ("spasm on the right side after sex"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, urinary tract infection, paraesthesia, erythema, hypoaesthesia and muscle spasms outcome was unknown. The reporter provided no causality assessment for erythema, hypoaesthesia, muscle spasms, paraesthesia, pelvic pain and urinary tract infection with essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality-safety evaluation of ptc. Amendment performed: essure model, device removal and mir tab (annex f) were updated. Intervention required was ticked and non-drug treatment received (surgery)was selected for event pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 16-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), urinary tract infection ("repeated urinary tract infections"), paraesthesia ("tingling"), erythema ("red patch on the nose"), hypoaesthesia ("numbness in the upper limbs") and muscle spasms ("spasm on the right side after sex"). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, urinary tract infection, paraesthesia, erythema, hypoaesthesia and muscle spasms outcome was unknown. The reporter provided no causality assessment for erythema, hypoaesthesia, muscle spasms, paraesthesia, pelvic pain and urinary tract infection with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.